Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during charging multiple adapters were heating up with the same usb cable. Reportedly, an alternate cable was used to address the issue. There was no adverse impact to customer's blood glucose level.